Event description:
Pt was asymptomatic until they felt an unstable feeling in their thigh. Radiographs revealed a broken zmr taper stem and broken proximal femur, at the level of the union junction, and proximal strut grafts. Intra op findings were consistent.